Event description:
An incorrect product delivery with a replacement adc device was reported. The replacement device was issued due to an "insert blood" message displaying. Due to delivery delay, customer was unable to test and experienced seizure and a loss of consciousness. The customer was brought to the emergency to check her glucose levels, requiring unspecified liquid injection by the healthcare provider for dka treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips , no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect product delivery with a replacement adc device was reported. The replacement device was issued due to an "insert blood" message displaying. Due to delivery delay, customer was unable to test and experienced seizure and a loss of consciousness. The customer was brought to the emergency to check her glucose levels, requiring unspecified liquid injection by the healthcare provider for dka treatment. There was no report of death or permanent impairment associated with this event.